Manufacturer narrative:
(B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bmi sterile services have complained that this instrument cant be processed properly as the spring at the front can't be removed. When they try to process this after use there is still debris in the front spring; no brush can fit in this space.